Event description:
During testing, the customer reported that the device would not charge defibrillation energy. The biomed found that it would not charge energy at low or high energy settings with a charged battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the reporter technical assistance and determined the likely cause for the malfunction to be the power conversion pcb assembly. Physio provided the assembly part number information and referred the biomed to a third party parts supplier as the device is no longer supported by the manufacturer. Further follow up with the biomed confirmed that the device was removed from service and disassembled. A conclusive cause of the reported failure could not be determined.